Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. (B)(4): no product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
On (B)(6) 2013, the patient reported that he had elevated blood glucose levels ranging from 309 to 549 mg/dl starting on (B)(6) 2013. He noticed that his shirt was wet at his infusion site and changed the infusion set after he got home from work. His target blood glucose range is 100 to 120 mg/dl. The patient thinks he inserted the infusion set incorrectly causing the infusion set to malfunction. He is not sure if the leak came from the cannula or his infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded. Therefore, no product was requested to be returned for product evaluation.